Event description:
A report was received that the patient had a discomfort at the pocket site. Patient underwent a revision procedure wherein the ipg was repositioned. Patient was doing well post operatively.